Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. The fse dispatched to the customer site determined that a malfunctioning wash pump and/or valve was the cause of the failed system check and elevated troponin results reported by the customer. The system check failure mode is indicative of diminished washing capability and is consistent with either or both of the hardware issues identified by service. Diminished washing capability is also consistent with the elevated troponin results reported by the customer. The cause of this event was confirmed to be a hardware malfunction. (B)(4).

Event description:
On (B)(6) 2016 the customer reported that non-reproducible elevated troponin I (access accutni+3) results had been generated on the customer's access2 immunoassay system (serial number (B)(4)). The issue was identified when the initial samples were reassayed on the customer's alternate access2 immunoassay system (serial number (B)(4)) and the troponin I (access accutni+3) values recovered were lower. The elevated access accutni+3 results were released from the laboratory. There was no report of patient injury or change to patient treatment in association with this event. The customer did not provide sample collection, processing or storage details concerning the patient samples in question. The customer reported that quality control values obtained on the analyzer in question were acceptable at and around the time of this event. The customer performed a system check which failed and a beckman coulter fse(field service engineer) was dispatched to evaluate the analyzer.